Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025 a territory business manager reported that the user experienced severe hypoglycemia with a blood glucose (bg) nadir of 39 mg/dl after receiving but not responding to low-glucose alerts. The user received ems treatment and recovered without hospitalization. No long-term health effects were reported.